Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to proximal stent rows 1-5 and the first proximal stent struts were lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the midshaft 15mm distal from the hypotube midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05277. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. Two 3.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent systems were selected to treat the lesion. However, it was noted that the stent struts of both stents got bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05277. It was reported that stent damage occurred. The target lesion was located in the right coronary artery. Two 3.00 x 20 synergy ii everolimus-eluting platinum chromium coronary stent systems were selected to treat the lesion. However, it was noted that the stent struts of both stents got bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.